Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support. The customer said that she swapped out the clv-190 with a working one and the error did not repeat. The customer informed olympus technical assistance support. Of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the xenon light source was getting a scope is not compatible error. The issue occurred during inspection for use. There were no reports of patient involvement.